Event description:
It was reported that the patient underwent lumbar decompression at levels l1/l2, l2/l3, and l3/l4. Sometime post-op, the distal prong to the staple fractured causing loss of correction. The patient underwent revision surgery at the l2/l3 disc space to remove the staple and the prongs. No further patient complications were reported.

Manufacturer narrative:
Imaging films were provided. X-ray review reveals the inferior prongs at l3-4 are not deeply imbedded into l4, likely placing higher stresses on these prongs. The staple was returned for evaluation. Visual examination confirmed the staple prongs are broken. Microscopic examination of the fracture surfaces revealed a quasi-brittle fractures with no evidence of fatigue. River lines and fracture morphology suggest overload as the mechanism of failure.